Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) exhibited a diverted shock in therapy history and other indications of possible oversensing.